Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a closurefast rfa catheter for treatment. The lumen was flushed prior to use. Tumescent infiltration, general  anesthesia and hand/manual compression was used. There was no damage to packaging. The proper temperature was reached. 6 segments were treated. It was reported a kink was noted and the catheter had unraveled. The issue was noted during the procedure. The device was safely removed from the patient. Another device was used to complete the case. No patient injury.

Manufacturer narrative:
Image analysis: the customer returned one image for evaluation. Image 1: this image depicts what appears to be the distal end of a closure fast device on a shelf carton. There appears to be a thread like material near or adhered to the distal end of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the procedure was treating the right greater saphenous vein radiofrequency ablation) for lower extremity venous insufficiency. Upon removing the catheter from the leg, there was evidence of narrowing of the distal tip of the catheter. The catheter was completely removed from the patient and did not cause any complications. Medwatch report #mw5156379 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.